Event description:
It was reported, approximately three years post implant, the device reached its recommended replacement time. Premature battery depletion was suspected. During this revision procedure, leads were observed lying over the cardioverter defibrillator pocket and were dissected one by one. After this procedure, four insulation breaks in the right ventricular lead were observed. The device and lead were replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory. The ICD device is part of the advisory for this model. Model number c174awk is not approved for distribution in the united states; however, it is similar to a device marketed in the united states. This event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B) (4) analysis found a high current drain condition. Electrical analysis revealed the cause of the high current drain to be current leakage in the battery filter capacitors. (B) (4): proximal conductor fractured; blood noted in the distal conductor and in/on the helix mechanism; the insulation was cut in the medial section; the distal and defib conductors were found fractured due to overstress; outer insulation found torn; full lead returned and analyzed.